Event description:
During an ensite x voxel atrial fibrillation ablation procedure, a perforation occurred. While ablating on the roof near the right superior superior pulmonary vein, the patient became hypotensive. Ice confirmed the patient had excess fluid around the left ventricle and a pericardiocentesis was performed to stabilize the patient. The procedure was unable to be completed due to the complication. There were no reported performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.